Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a biliary drainage procedure, the pigtail curve at the catheter end could not be formed properly. It was noted that when placing the drainage catheter, due to the patient's size the pigtail curve could not be formed properly and the drainage holes remained exposed to the peritoneum. The drainage catheter was removed from the patient with no difficulties. It was noted that the pigtail shape of the distal end of the catheter could be performed outside of the patient, but not inside the patient. The procedure was not completed, and a second procedure was scheduled. No further patient complications were reported and the patient status is stable. Analysis of the returned device revealed foreign material.

Manufacturer narrative:
Device evaluated by manufacturer: residue was present on the device to indicate use. The original product pouch and packaging card were not returned. From a visual evaluation, it was found that white material was stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The catheter device was intact and all the 12 drain holes were located within specification. The metal cannula was bent likely from customer usage. The pigtail of the catheter could be formed and locked in place by locking the suture/ stopcock. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).